Manufacturer narrative:
Upon investigation of the returned device, it showed a dull cutter w/flat leading edge. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".

Event description:
A physician attempted an arteriotomy closure using the starclose device after a diagnostic procedure. When the physician advanced the clip delivery tube, it didn't split the sheath. The physician took a scalpel and split the sheath. When the clip was fired, it went into the portion of the sheath the scalpel could not reach. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.